Event description:
The facility representative reported a colleague infusion pump with a repeated air in line message. It is unknown when this condition occurred in surgical. This condition had the potential to be a false alarm. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with repeated air in line message was confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. The device has not been previously sent into service for the reported condition of "repeated air in line message". This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.